Manufacturer narrative:
Evaluation of the device could not duplicate the reported event; no fault found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. The service history was reviewed and found similar repairs to this complaint. (B)(4). Per the instructions for use, the user is advised that when working in the airseal mode, it is possible that fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Airseal cannula and tubing placement should be checked to make sure no more fluid enters the fluid trap. At this point, insert airseal obturator and change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. Change the tube set to finish the procedure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a davinci computer assisted total hysterectomy, salping-oophorectomy procedure on (B)(6) 2024 when it was reported, "powering down while being used." There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment was requested and found that there was a complete loss of pneumo; however, the reporter did not specify if the loss was gradual or rapid. "The instruments were left in the abdomen when they lost pnuemo and they just waited for the airseal to come back online and regain pneumo." The incident caused a 5-minute delay in the procedure and then the procedure was completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a davinci computer assisted total hysterectomy, salping-oophorectomy procedure on (B)(6) 2024 when it was reported, ¿powering down while being used.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment was requested and found that there was a complete loss of pneumo; however, the reporter did not specify if the loss was gradual or rapid. ¿the instruments were left in the abdomen when they lost pnuemo and they just waited for the airseal to come back online and regain pneumo.¿ the incident caused a 5-minute delay in the procedure and then the procedure was completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.